Manufacturer narrative:
Correction to suspect medical device provided. Correction: device evaluated by manufacturer was inadvertently selected as no. As previously reported a medtronic representative completed and in depth evaluation of each device, selection corrected to yes to reflect this on-site investigation. Correction: as previously reported a medtronic representative completed and in depth evaluation.

Manufacturer narrative:
On 03/04/2016, a medtronic representative, following-up at the site, reported that after an in-depth evaluation of each device, each piece of equipment in the operating room (or), the conclusion is that the high noise problem was some interference coming from the surgical table and the oximeter of the or in the hospital. All the equipment is compatible with magnetic resonance imaging (MRI), however, compatibility is not good. The medtronic representative recommended to the hospital they call the service for these pieces of equipment as soon as possible and check their functionality. A site nurse noted they used the surgical table power cord to acquire the image. When the power cord, and all other plugs, were removed from these outlets, the image was satisfactory and the noise level went practically to zero. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a brain tumor resection, the imaging system experienced a high level noise. When the system created the scan, it did not show a message warning of the high level noise. The surgeon opted to continue the procedure without the use of the navigation system and the imaging system. The patient was under anesthesia, however, there was no incision at that time. The surgeon successfully completed the procedure. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.